Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of short battery run time was confirmed by the field service agent, however, the returned battery passed test specification during the complaint investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Iabp users and services must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the field service engineer (fse) that the pump shut off while in use. The pump ran in battery mode for approximately 14 minutes when the 20-minute warning displayed, then the pump shut off in 5 seconds. Fse found that the battery was defective and replaced it as a result. It was noted that the pump was swapped out quickly with no harm to patient. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse) that the pump shut off while in use. The pump ran in battery mode for approximately 14 minutes when the 20-minute warning displayed, then the pump shut off in 5 seconds. Fse found that the battery was defective and replaced it as a result. It was noted that the pump was swapped out quickly with no harm to patient. There was no report of patient injury or consequence.